Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02726.

Event description:
It was reported patient underwent right hip revision approximately 3 years post implantation due to multiple dislocations. It was noted the head, neck, and liner were removed and replaced. Scar tissue and tearing noted in the hip capsule. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes provided. Revision op notes demonstrated that the patient was revised due to dislocation. During the revision, scar tissue and tearing was noted in the hip capsule. Head, liner, and neck were changed. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.